Manufacturer narrative:
The unit did not have a battery installed when received. Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. The stop current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and unexpected restart error test. Data analysis: there is no data available due to the unit did not have a battery installed when received.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in the hospital on (B)(6) 2018. The cause of death was septic shock and staph infection. The customer was off the pump for more than 48 hours prior to passing. Customer was admitted to the hospital on (B)(6) 2018 with a blood glucose level in the 400 mg/dl range. The customer was disconnected from the insulin pump by the hospital staff. The customer's blood glucose level at the time of death was unknown. The customer was not using sensors. Troubleshooting was not performed. The customer's next of kin returned the pump and an RMA was created to properly receive the pump, however, the device has not been received yet.